Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on the screen are pretty deep on the left hand side of screen so affects the grid for trends. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had lost sensor error, rejected new battery one time, a little louder during rewind and unexplained no delivery alerts not due to site issues. The device will not be returned for analysis.